Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿all components intact, some radiolucencies around talar and tibial component, albeit no signs of loosening.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was detected due to some radiolucencies around inbone tibial tray and talar dome. According to hcp, all the components are intact and no signs of loosening can be observed. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.